Manufacturer narrative:
CAPA(B)(4).

Event description:
It was reported that the customer was having trouble lowering the bucky. No injury reported. A field engineer was dispatched to the site and additional information was obtained that the c-arm travels down by itself. It was determined that the footswitch needed to be replaced. Once this was completed the system was working as intended.